Event description:
It was reported that the voltage of the coin battery was out of specification. The ventilator was not on a patient at the time of the event. The ventilator was evaluated and the lithium coin battery on the control board printed circuit board (pcb) was replaced. The ventilator passed self-testing.